Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient's implanted infusion pump containing unknown baclofen (2000mcg/ml at an unknown dose). The indications for use included intractable spasticity and other spasticity. It was reported that the patient's pump was interrogated in the emergency room (ER), and it was found that a low battery reset occurred on (B)(6) 2017. The pump had been alarming, and was replaced on the evening of 2017-mar-24. No patient symptoms were reported, and no further complications were reported or expected.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.